Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter does not turn on. The patient told the medical affairs specialist (mas) he takes 3 to 7 units of humalog insulin before each meal dependent on his planned meal and blood glucose reading. He also takes 7 or 8 units of lantus insulin at bedtime based on his blood glucose reading. The patient said the reported meter stopped working on approximately two weeks earlier. He attempted to test with another meter; however, the other meter was incorrectly set to mmol/l and the patient was not able to interpret his correct blood glucose level. The patient said he continued to take insulin based only on his meal intake. He did not recall the specific date and time that he felt disoriented; he said it was a couple days before he called lfs. He said he treated himself with orange juice and felt better. The patient told the customer care advocate (cca) that he dropped the reported meter multiple times. He changed the meter battery and the meter still did not power on. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges he was unable to obtain an actionable blood glucose reading prior to taking insulin and later experienced disorientation. He claims he treated himself effectively with orange juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.